Event description:
The following was reported to hamilton medical ag: before use, this c1 failed to calibrate the flow sensor despite repeated attempts by hospital staff. Furthermore, when he switched this c1 off and on, self test failed appeared on the screen and the alarm continued to sound, so the hospital staff asked the local staff to repair it. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).